Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿ dirty water existing the scope¿ could not be duplicated. During the evaluation the nozzle was removed and checked for any blockages with no anomalies noted. It was confirmed that the scope passed the brush test. The nozzle, air/water flow, suction flow and auxiliary flow were normal. The angulation was found to be low and the bending section rubber was noted to be cracked on the cover. The olympus service estimator reported that the findings likely attributed to the user experience; however, this could not be confirmed. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that dirty water was observed existing the scope¿s auxiliary water supply after reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer considering past investigations, it was presumed that the user reprocessing method differed from IFU recommendation. IFU says about inadequate reprocessing as follows; reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU says the user to use the aw channel cleaning adapter to prevent clogging of nozzle as follows; to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure the legal manufacturer confirmed via DHR that the device was shipped out, satisfying specifications.